Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The physician deployed the device per the IFU. It was reported that after the locking, stabilizing and deflating steps, hemostasis was not achieved. The patient was converted to manual compression for 10 minutes at which time hemostasis was achieved. The patient was hospitalized for unspecified and unrelated reasons. The patient's discharge date was not reported. No further info is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1234904) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.